Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the delta shunt about twenty years ago. According to the report, the valve was explanted on (B)(6) 2015 because the device was confirmed to have functional failure. Reportedly, there were no adverse effects to the patient and no broken pieces.

Manufacturer narrative:
The returned valve was patent and observed to have a large amount of calcified debris on the interior and exterior of the valve. It met the requirements for siphon, reflux, pressure-flow and preimplantation testing. However, the valve did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Also, the IFU cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. Approximately 20.5 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was a large amount of calcified debris on the exterior of the catheter. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)